Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The procedure on (B)(6) 2009 was done to treat stress urinary incontinence, vaginal bulge, symptomatic cystocele, symptomatic rectocele, disrupted perineum, and pelvic relaxation. The patient was scheduled for mesh revision surgery on (B)(6) 2012, due to mesh erosion, infection, inflammation, dyspareunia, abdominal pain, pelvic pain and swelling, urinary incontinence, vaginal bulge, and was forced to undergo intensive medical treatment including an operation to locate and remove mesh, the use of pain control and other medications. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6) due to vaginal mesh erosion. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to stress urinary incontinence. The patient underwent revision removal surgery on (B)(6) 2012.